Event description:
It was reported that the c-tek plate was unable to lock as intended. The plate had to be removed and replaced with a new plate. The new c-tek plate was able to securely lock.

Manufacturer narrative:
Review of the DHR did not detect any discrepancies. The device was made in accordance with design specifications. Visual examination of the returned device determined that the locking mechanism of the plate has become damaged. No conclusion can be made as to how the locking mechanism became damaged.